Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined for the 5076. Follow up did not yield a date of birth for this patient or serial number for the atrial lead. The event is being reported via a timely 30 day timeline. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an atrial lead warning that occurred a few days after implant. The atrial lead had high impedance measurements and noted to have dislodged. The lead was reposition and remained in use. It was later noted approximately eight months after the initial lead warning, due to the dis lodgment, the warning was never cleared and continued to appear. The patient was referred back to the implanting physician where the alert warning was cleared. No patient complications were reported as a result of these events.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a high s2d data atrial lead alert time = (B)(6) 2011, 9:22 am. In addition there was resistance/impedance at implant equal to 787 ohms. Atrial lifetime impedance max/min = 787/425 ohms. Without a lot number or device serial number, the manufacturing date cannot be determined for the 5076. Follow up did not yield a date of birth for this patient or serial number for the atrial lead. The event is being reported via a timely 30 day timeline. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.